Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate is during (B)(6) 2020. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a patient was experiencing blurry vision in distance, can only read close up and cannot drive at night with an intraocular lens (iol). The patient had spoken to his surgeon and was told to give it a little more time. Through follow-up, the patient stated he can read the computer screen, phone, and small prints just fine, however, his distance vision is still blurry. He can't see street signs as well, he sees starbursts at night, and tries to avoid driving at night. The patient also mentioned he saw a black dot in his right eye while looking at the computer screen. The patient stated he is looking for a second opinion doctor. Further information was received that the patient is still experiencing blurriness when there is an overcast and see's starbursts during night driving and under certain lighting conditions, 5 months post-operative. The patient reported seeing starbursts with ceiling lights. At this time, the lens remains implanted. No other information was provided.